Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
It is reported by surgeon of the hospital, that missdrillings with the distal gamma screw occured.

Manufacturer narrative:
Referring to the product inquiry the target device gamma3® is stated to be the subject product. No further associated product was reported. Appearance of item and inspection records identified the target device returned being of current design version. Review of the inspection documents of the device reported did not indicate any conspicuities. The item returned was documented as faultless prior to distribution and as it had been in use for nearly 2 years. We pre-suppose that this target device had fulfilled its tasks in former surgeries as intended without problems reported. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of the sample nail. The function of the target device returned was fully given. The alleged mis-targeting could not be reproduced during performed pre-operative check. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the alleged event was mainly based in the intra-operative procedure. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g. Ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm. Start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. Regarding misdrilling the operative technique has already been modified by ecn 6496/08. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure.

Event description:
It is reported by surgeon of the hospital, that misdrillings with the distal gamma screw occured.